Event description:
The customer reported charging problems. There was no reported impact to the customer¿s blood glucose level during this event. The customer declined further assistance from the support team and did not provide additional information; they are currently out of warranty and in the process of device renewal.